Event description:
It was reported that the healthcare professional revised the pocket and replaced the implantable neurostimulator (ins). It was noted that the patient and healthcare professional (hcp) decided to upgrade the implantable neurostimulator (ins). It was further noted that there was a system upgrade. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no significant anomaly. The ins battery was found to be in an overdischarge state and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count is 77. The last recorded recharge session done while the device was implanted, was on (B)(6) 2009. The device was recharged for 20 minutes. The battery charged from 3.510v to 3.600v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.